Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, menorrhagia, malignant hyperthermia and fibroids. On (B)(6) 2016,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total robotic hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: reason for exam: (xr hysterosalpingography) essure follow up. Report hysterosalpingogram, 2 fluoroscopic spot images. Patient history: status post essure procedure. Impressions: measure coils within and occluding the right and left fallopian tubes. [Pathology test] on (B)(6) 2016: specimen: a uterus, & cervix bilateral fallopian tubes clinical information: diagnosis: menorrhagia and fibroids treatment: robotic hysterectomy with conservation of ovaries. Diagnosis: uterus, cervix and bilateral fallopian tubes: leiomyomata, up to 4.2 cm. Adenomyosis. Gross description: wire sterilization devices are identified in the cornu of both fallopian tubes. No hemorrhage or necrosis is identified. [Ultrasound pelvis] on (B)(6) 2016: reason for exam (us pelvis complete/transvaginal) other (use special instructions);fibroids report: examination: ultrasound pelvis complete with transvaginal imaging. History: follow up uterine fibroids comparison study on (B)(6) 2014. Findings: essure devices identified. Impression: 1. Enlarged fibroid uterus largest fibroid again measures 4.7 cm at least one fibroid abuts the endometrium 2. Right ovary not visualized quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma, menorrhagia, malignant hyperthermia and fibroids. On (B)(6) 2016,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total robotic hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: reason for exam: (xr hysterosalpingography) essure follow up. Report hysterosalpingogram, 2 fluoroscopic spot images. Patient history: status post essure procedure. Impressions: measure coils within and occluding the right and left fallopian tubes. [Pathology test] on (B)(6) 2016: specimen: a uterus, & cervix bilateral fallopian tubes clinical information: diagnosis: menorrhagia and fibroids treatment: robotic hysterectomy with conservation of ovaries. Diagnosis: uterus, cervix and bilateral fallopian tubes: -leiomyomata, up to 4.2 cm. -adenomyosis. Gross description: wire sterilization devices are identified in the cornu of both fallopian tubes. No hemorrhage or necrosis is identified. [Ultrasound pelvis] on (B)(6) 2016: reason for exam (us pelvis complete/transvaginal) other (use special instructions);fibroids report: examination: ultrasound pelvis complete with transvaginal imaging. History: follow up uterine fibroids comparison study (B)(6) 2014. Findings: essure devices identified. Impression: 1. Enlarged fibroid uterus largest fibroid again measures 4.7 cm at least one fibroid abuts the endometrium. 2. Right ovary not visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.